Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator screen is black. The customer reported that unit was in use on patient, but there was no patient harm.